Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Leaflet not coapting typically would result in regurgitation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 29mm aortic valve implanted eight years, nine months, underwent valve-in-valve procedure due to severe aortic insufficiency and a flail leaflet. Patient had presented with cardiogenic shock and acute onset congestive heart failure. A 26mm valve was implanted. Tee revealed the valve to be seated very nicely with good function and with no insufficiency seen. At the conclusion of the case, the patient was transferred to the ICU in stable condition.